Event description:
It was reported that the patients lumbar spinal cord stimulation (scs) lead had high impedance in port d. It did not impact during programming, as this lead was never used. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted lead was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7110881.